Manufacturer narrative:
Examination of the returned device confirmed the reported event. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the poly insert didn't seem to be seated on the lateral side when initially impacted. Insert was removed and inspected. It was stated that the poly was impacted again, there seemed to be some micro motion between insert & tray. It was then removed and replaced. Surgeon suggested we send it in. Could be a number of things other than defected poly but surgeon suggested we send it in to be looked at.